Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 25mm single use stapler with 3.5mm staples and an eea 25mm anvil opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvils were observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, deep knife impressions and cross cutting staples were observed along the cutline impression in the cutting rings/mylar covers. Functionally, the device was reloaded with full complements of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple lines were properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a low anterior resection (lar) procedure the staple line was incomplete. The problem was corrected by oversewing for reinforcement. There was unanticipated tissue damage. Anastomotic leakage occurred one day post procedure and reoperation was performed. For reinforcement, the surgeon oversewed the area. Operating time extended more than 30 minutes. No bleeding was reported in excess of 500cc. No buttress material was used. No adverse event was reported related to the delay in surgery. Patient status stable.